Event description:
The customer reported the system was unable to make fluoroscopic exposure. Loss of x-ray functionality. This is a reportable event. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the frame grabber board. The system operates as intended.